Event description:
Spontaneous. Pt reported it seems like the orange plunger has jammed. I offered to walk him through the steps to help, but he said the device was already not functioning. He also has a glatiramer syringe stuck in whisperject that he cannot access. Unknown if pt missed a dose. No adverse event reported. Unknown if device available for return. Unknown if md aware. No further information provided. Reported to (B)(6) by pt/caregiver.